Manufacturer narrative:
The specimen was collected in a lithium heparin tube with gel. A system check performed on (B)(6) 2010 was within specifications. All levels of qc were within established ranges. After the erroneous result was obtained, qc levels I and ii, calibration and a system check failed. A field service engineer (fse) was dispatched: the fse found the substrate probe was unseated on the wash arm. He replaced the probe. The fse performed diagnostic tests and calibration; all testing passed within published specifications. The fse ran accutni qc and results were within customer's established ranges. Hardware, addressed by the fse, is the root cause for this event.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off for one patient's sample. The result was reported out of the lab. The specimen was re-tested on a different instrument and recovered within the normal reference range. The original and repeated patient results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.